Event description:
Healthcare professional reported, right side rupture. And capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3, b6, h6. Photographic device evaluation: a review of the device through photographs noted, an opening on the device. However, the assessment of the opening cannot be confirmed, as microscopic analysis is not possible. The event of capsular contracture could not be observed, as it is a physiological complication.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Healthcare professional reported "rupture and capsular contracture baker grade IV". This record is for a right side. Device was explanted.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed an opening assessed as surgical damage. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.